Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's fill estimate was inaccurate. The customer&#38112;blood glucose level was not impacted. The customer loaded a new cartridge.

Manufacturer narrative:
(B)(4)